Manufacturer narrative:
Visual inspection of the pneumatic block identified contamination. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to contamination from operator misuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf190) related to the outlet pressure sensor. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The sensor circuit board was replaced to address the issue. The device will be serviced and fully tested before it returns to the customer. Resmed reference#: (B)(4).